Event description:
Pt was getting high blood glucose readings such as 252 mg/dl and 232 mg/dl. When he obtained a "hi" blood glucose reading he doubled his usual amount of insulin in the morning (30 u instead of 15 u). Later that morning, the emergency med techs tested his blood glucose as "lo". He was given a glucose intravenous and oxygen.